Event description:
It was reported that a user experienced elevated blood glucose despite no food intake after changing the ilet infusion site; the pump displayed no delivery alarms, the site was not cold or wet, and historical data showed a tendency to run high at that time of day. Symptoms included hyperglycemia with a blood glucose of 199 mg/dl and no reported acute complications. Outcomes included user-led site changes and continuation of insulin delivery after successful placement. Investigation included review of device data, user interview, site inspection by history, and troubleshooting education, as well as shipment of replacement supplies. Investigation of this case revealed an initial site with bleeding on removal and a subsequent attempt that caused a burning sensation on insertion, followed by successful placement on the opposite side of the body with resumed insulin delivery, consistent with a probable infusion site issue without device alarms or confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to infusion site factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.